Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "md has a breast cancer patient that has had a port and multiple PICC lines. She states the patient initially had a port placed for IV chemo but complained of pain due to the port. Md stated the port was placed and functioning correctly with no signs of infection. The patient had a clavicle fracture. The port was removed and a PICC line was placed. Could have been a powerpicc. The patient developed bacteremia while in the hospital and has had several piccs removed and replaced, however the infections have never resolved even though she has had multiple courses of IV antibiotics. Md feels it may be due to the home health care nurse and proper care and maintenance techniques. She is trying to troubleshoot what is the cause of these infections and whether or not she should place a groshong catheter. The patient currently does not have any cvad." Ms&s response "discussed possible causes of infection such as the importance of proper sterile technique when performing dressing changes and cleaning the hubs of the catheter properly prior to flushing. Also discussed possible patient factors and environmental factors that could be the cause."